Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary visual inspection: the t-handle with quick coupling (part # 311.44 lot # 2055) was received at us cq. The shaft of the device is bent and is nicked in multiple locations. The etch on the device is barely visible as the etched portion of the shaft is nicked. There is no obvious damage on the sleeve/coupling portion of the device. Functional test: it was not possible to test the device with the relevant mating device(s) because none were returned. The coupling feature appears to toggle as intended, however after closer examination it appears the ball bearing inside the coupling is loose. The ball bearing can be moved by lightly shaking the device. When utilizing a mini maglite, the ball can be clearly seen shifting freely. Can the complaint be replicated with the returned device(s)? No; but due to the finding of the lose ball bearing, the coupling will not be able to mate with relevant devices properly. Dimensional inspection: most distal features not covered by the sleeve were measured. Drawing: specified dimensions: shaft outer diameter = 8.5mm +/- 0.5mm shaft inner diameter = 4.55mm + 0.00mm / - 0.03mm measured dimensions: shaft outer diameter = 8.55mm; conforming shaft inner diameter = 4.52mm; conforming device(s) used: ca148p document/specification review: drawing(s) reviewed: exact manufactured date is unknown so the current revisions were reviewed. No issues determined conclusion: the complaint was confirmed for the received t-handle with quick coupling (part # 311.44 lot # 2055). The device¿s internal ball bearing was loose. The loose ball bearing would not allow for proper coupling. The devices shaft was also mildly bent. There were nicks along the shaft and handle of the device, the etch was difficult to discern due to the nicks. Although no definitive root-cause can be determined, it is possible the device experienced unintended forces which lead to the loose ball bearing. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device history based on the four digit lot number, the device is over than 10 years. According to the documents for instruments have to be stored for 10 years. Due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a customer has a number of instruments that are not functioning correctly. Locking pliers has a jaw has limited range of motion and also cannot lock. A t-handle, quick coupling is not gripping onto tap properly. A countersink screwdriver is chipped with a warped screw head. No patient or surgical involvement. This is report 2 of 2 for (B)(4).